Manufacturer narrative:
The field service engineer cleaned the sipper flow line, performed cell conditioning, and repeated precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft4 iii result for one patient sample with the cobas 6000 e601 module. The reporter stated the issue started after semi-annual maintenance had been performed on (B)(6) 2021. The reporter could only provide results for ft4 at the time of reporting but commented other tests are affected. The initial result was 7.7 ng/dl with a data flag. The repeated result was 1.26 ng/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 52813201 with an expiration date of 28-feb-2022.

Manufacturer narrative:
There have been no further erroneous results measured on the analyzer since the service visit. The investigation determined the event was consistent with pre-analytical issues at the customer site.